Event description:
Dealer called stating that the tdxsp-cg power chair is receiving a left motor fault 3 times a week, creating the potential for the chair to stop operating and the user to become stranded.